Manufacturer narrative:
Recall continued:1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge the scs ipg as recommended. As a result, the ipg was inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model and therapy was restored post- operatively.